Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer over the phone. The customer's medical team reported that a power alarm occurred at the central station and that a nurse intervened at the bedside, alleging that the mx700 screen went black. The medical team then reported that the monitor resumed monitoring after the interruption of approximately one to two minutes. Upon resuming monitoring, the mx700 alarmed high priority (red) for vent fib/tach, and the patient caregivers attended to the patient. The customer did report that the subject mx700 had made several reboots following the reported the event, so the customer removed the monitor from service. The customer suspected a main board failure and sent the mx700 to philips bench for repair. Following extended testing, brts were unable to reproduce the reported problem. The brts also found no other anomalies and confirmed operational functionality of the mx700. The customer did provide philips with mx700 monitor status logs and a waveform strip of the alleged event. The waveform strip provided confirms the reported details of the event on bed 567; monitoring had been interrupted from ~22:07:12 to ~22:08:52, with a red alarm condition for vent fib/tach at 22:08:54, lasting approximately 20 seconds. Philips product support engineering (pse) reviewed the monitor log and waveform strips and determined that the root cause of the reported issue cannot be confirmed with the information made available to philips. Without further information such as the associated/connected multimeasurement server (mms), whether or not a flexible module server (fms) was used in conjunction with the mx700/mms, and/or whether or not a main power interruption occurred, there is insufficient information available to philips for philips to identify the source of the reported shutdown/reboot. Philips requested additional information through good faith efforts concerning any patient details, patient outcome(s), any specific procedure for the patient, any associated fms/mms/x2/x3 devices, and central monitoring system and mx700 appearances during the event, but the customer has not provided philips with any of this information. However, at the time philips bench performed extended testing of the mx700, the monitor passed all performance tests and did not shutdown/reboot. Philips has returned the mx700 to the customer and has made the investigation findings available in a formal written response. No subsequent calls outside of continuation/duplicate pr (B)(4) have been found for this device/issue. No further investigation is required.

Event description:
The customer called philips to report that on (B)(6) 2018 around 22:00 cet, their mx700 bedside monitor had a brief shutdown while connected to a patient, causing waveforms to disappear on the central monitoring system. The customer also reported patient harm and a deterioration of the patient¿s condition around the same time as the shutdown/reboot.